Event description:
The customer contact reported that the device delivered more medication than intended. At 0928, the device was programmed to deliver an unspecified concentration of sodium phosphate, at a rate of 42 ml/hr, for duration of 6 hours, and the delivery was started. No further programming parameters were provided, it was reported, after approximately 4 and a half hours, the nurse noted that the sodium phosphate container was empty. The device was removed from clinical service. There were no reported adverse patient effects. No medical interventions were required. The customer contact reported a phosphorus and calcium level were drawn. No results reported. During testing at the user facility, the device passed testing. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. The device history was downloaded at the user facility. The review of the device history indicates that on (B)(6) 2013 at 0929, line a was programmed to deliver at a rate of 42 ml/hr, with a vtbi (volume to be infused) of 252 ml, for a duration of 6 hours, and the delivery was started. At 1348, line a delivery was stopped, vi (volume infused) 181.9 ml. At 1350, the device alarmed for n102 (infuser idle 2 minutes) and the alarm was silenced. At 1353, backpriming was started for 15 seconds and then stopped. At 1353, line a was programmed to deliver at a rate of 42 ml/hr, with a vtbi of 70.1 ml, for duration of 1 hr and 42 minutes, and the delivery was started. At 1416, line a delivery was stopped, vi 198 ml. At 1418, the device alarmed for n102 and the device was turned off. A review of the device history indicates the device delivered as programmed. This report represents all the information known by the reporter upon query by hospira personnel.